Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor, front cover, rear case, left handle, top disk holder, and carriage block assembly. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - pressure sensor disk fault. A review of the device history record showed the device had a manufacturer date of 13 feb 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, e4, g2.

Event description:
It was reported that the preventive maintenance failed for pressure force accuracy and will not calibrate. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the preventive maintenance failed for pressure force accuracy and will not calibrate. There was no patient involvement.